Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; explanted; give date: n/a (not applicable). No patient involvement. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the haptic of a zcb00 24.0 diopter intraocular lens (iol) appeared to be crushed when removing from packaging. There was no patient contact with the lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/14/2019, device returned to manufacturer: yes. Device evaluation: the complaint lens was received in its original box and case. Visual inspection using magnification was performed. The lens was observed with one haptic detached. The detached haptic piece was not returned. There is no issue with the other lens haptics. Residues of viscoelastic were observed on the lens optic body and haptics. The condition observed is consistent with a lens that has been handled and prepared for use. The reported issue as haptic damaged could not be verified. However, haptic detached was observed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.